Event description:
The manufacturer received information alleging a ventilator inoperative message. The device was not in patient use.

Manufacturer narrative:
The device was evaluated at a third party service center. During the evaluation the customer complaint was confirmed. The device's motor blower assembly was replaced to address the issue.